Event description:
It was reported that after the vena cava filter was deployed, it was noted that the legs were crossed. The filter was removed via the same jugular vein using a retrieval device and another vena cava filter was implanted using the same access site. There was no reported injury to the pt.

Manufacturer narrative:
The sample has not been returned for eval. It is unknown if pt or procedural factors contributed to this event. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unknown.